Event description:
The customer reported "no signal". No specific symptom was identified. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.